Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate packaging design". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that 35 out of 50 bard touchless catheter kits were not sealed and customer felt that the catheter was no longer sterile and they felt not safe to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 35 out of 50 bard touchless catheter kits were not sealed. The customer felt that the catheters were no longer sterile, and it was not safe to use.